Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a radio frequency (rf) telemetry overuse condition was detected between this implantable cardioverter defibrillator (ICD) and the remote home monitoring system. Review of stored device memory through the remote home monitoring system noted excessive use of rf telemetry resulting in increased power consumption from the ICD and depletion of the battery faster than expected. It was noted that the device went from a battery status of greater than 12 years remaining 3 months ago, to 6.5 years remaining 3 days ago, and now showed a status of 6 years remaining. Boston scientific technical services (ts) discussed verifying changes in the placement of the remote home monitoring system in the patient environment and removing any potential interference. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that during ongoing monitoring through the remote home monitoring system, the device longevity had increased back up to a battery status of 7.5 years remaining. Boston scientific technical services (ts) discussed that once the rf overuse is resolved, the longevity should recover. Monitoring will be continued.

Event description:
Additional information was received that the rf telemetry overuse condition resolved.